Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer exposed the pump to extreme temperatures. Tandem technical support informed the customer that exposing the pump to extreme temperatures is off label per the tandem user guide. Customer changed the pump supplies to resolve the issue. Customers blood glucose was 222- 400 mg/dl.